Manufacturer narrative:
.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2013 and the system diagnostic results revealed high impedance (>=10000 ohms). On (B)(6) 2013, a fault system diagnostic occurred and no further diagnostic data was recorded after this date. Further information was received indicating that the device was switched off on (B)(6) 2013. After that, an increase in seizures was observed; the seizure increase rate was at the same level as prior to the vns implant. The patient's device was turned on again per request from the patient's mother as the patient had benefit from the vns therapy, but the switch on date is unknown. X-rays were taken and were reported by the physician to be unremarkable. It was reported that the patient underwent a full revision surgery on (B)(6) 2015. The suspect lead was replaced due to a lead discontinuity and the generator was replaced prophylactically. The patient's vns system was tested upon the connection of the new lead to the new generator and the system diagnostics returned the impedance results within the normal limits. No additional relevant information has been received to date.